Manufacturer narrative:
(B)(4). Device is a combination product. Age at time of event: 18 years or older (B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID 2134265-2014-07189. It was reported that deployment issue occurred. The 99% stenosed target lesion was located in the severely calcified and mildly tortuous vessel of the left main trunk (lmt) and extending to the proximal left anterior descending (lad) artery. After ablation was performed with a 1.5 rotablator¿ rotational atherectomy system, the 16 x 3.00 mm promus premier¿ drug eluting stent was deployed to treat the lesion. However, intravascular ultrasound (ivus) showed that the stent was not fully deployed against the vessel wall. Thus, the physician performed post dilatation using a 15mm x 3.00mm nc quantum apex¿ balloon catheter, however, the balloon ruptured at 20 atmospheres for 30 seconds. The procedure was completed with a 15mm x 3.25 mm nc quantum apex¿ balloon catheter and ivus confirmed that the stent was fully deployed. No further patient complications were reported and patient's status was good.